Manufacturer narrative:
The product was unavailable for return as it was discarded at the hospital. Therefore an evaluation of the device performance was not possible. A review of the manufacturing and sterilization records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient experienced inflammation of the ventricle and developed an infection. Reportedly, the device was explanted and the doctor replaced the device with another catheter. It was also reported the device was not working properly. Reportedly, the patient is under follow up. It was later reported that there was no allegation a device related issue caused or contributed to the patient's infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.